Event description:
It was reported that the customer had multiple compromised force sensor system alarms during rewind. Customer's blood glucose was stable. Customer's blood glucose was 73 mg/dl. The pump has not been bumped or dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.